Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) advancer tube was missing. The balloon was deflated and the vcd was removed from the patient. Manual compression was applied for an unknown duration. The vcd was being used in conjunction with a 7f procedural sheath introducer for right femoral closure following an interventional coronary procedure. At the end of the procedure, the sealant was noted to be stuck between the advancer tube and shuttle tube. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A review of the manufacturing documentation associated with lot f1715901 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) advancer tube was missing. The balloon was deflated and the vcd was removed from the patient. Manual compression was applied for an unknown duration. The vcd was being used in conjunction with a 7f procedural sheath introducer for right femoral closure following an interventional coronary procedure. At the end of the procedure, the sealant was noted to be stuck between the advancer tube and shuttle tube. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will not be returned for analysis.